Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: v-notes. Event description: the surgeon was preparing to place a clip on a vessel. First, the nurse tested the applicator by removing the first clip from the patient to verify it was working properly. The surgeon was about to insert the clip into the vessel, but the trigger got stuck, preventing any clips from coming out or the applicator from closing. Once the clip was removed from the patient, they tried to see if it was working, but it was blocked, so they opened a new one without trying again. The surgery continued without incident. Reportability change after receiving additional information from an applied medical representative via email on 01sep2025: confirmation of event unit lot 1540944. Event date of 17jul25. Ctb03 was the model size of the trocar. It could be operated without difficulty but no clips came out. The clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar. Additional information received from an applied medical representative via email on 03sep25: clarified the clip that didn't come out clearly didnt load but the clips that did not come out were seated correctly. Intervention: they opened a new applicator patient status: good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: v-notes. Event description: the surgeon was preparing to place a clip on a vessel. First, the nurse tested the applicator by removing the first clip from the patient to verify it was working properly. The surgeon was about to insert the clip into the vessel, but the trigger got stuck, preventing any clips from coming out or the applicator from closing. Once the clip was removed from the patient, they tried to see if it was working, but it was blocked, so they opened a new one without trying again. The surgery continued without incident. Reportability change after receiving additional information from an applied medical representative via email on 01sep2025: confirmation of event unit lot 1540944. Event date of (B)(6) 2025. Ctb03 was the model size of the trocar it could be operated without difficulty but no clips came out. The clip was not loaded into the jaws prior to the instrument's insertion/removal through the trocar. Additional information received from an applied medical representative via email on 03sep25: clarified the clip that didn't come out clearly didnt load but the clips that did not come out were seated correctly. Intervention: they opened a new applicator. Patient status: good.